Event description:
The customer reported that the maryland was used at 2 bar settings with forcetriad generator for laparoscopic nissen fundoplication. However, the surgeon was very upset with sealing quality. Nearly every seal was bleeding after cutting. The surgeon used the instrument until the end of the procedure. There was no patient injured, no extension of operation, no blood loss, no extension of the incision, and no change of the operation.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found no defects. The reported condition was not confirmed. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force of the device was tested with satisfactory results. The device was plugged into a force triad generator and tested on simulated tissue and functioned normally. The device was also tested on porcine kidney vessels of varying diameter and functioned as normal. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. Manufacturing non-conformance review could not be determined since the lot number is unknown.